Manufacturer narrative:
This product is not marketed in the us. Word order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a vicmo 13.7, -09.50 diopter, intraocular lens tore during injection. The lens was removed and exchanged during initial surgery with no patient injury.

Manufacturer narrative:
Additional information: device evaluation: lens was returned dry in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found the haptic bent/deformed, residue on the lens surface, and pieces of the haptic/optic were missing. (B)(4).